Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the reason the device reverted back to beginning of life was due to the device issuing a rate fault reset. However the cause of the rate fault reset could not be ascertained. Based on the information from three years prior, boston scientific technical services had the sales representative turn off the afr function and it appears that there were no more rate fault resets after that programming change. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found.

Event description:
Boston scientific crm received information that at the previous follow-up visit, the pacemaker displayed 50% remaining battery life, however the current reading was at beginning of life. It was noted that the atrial flutter response feature on the device was programmed on with an av delay of 300 ms. Boston scientific crm technical services (ts) discussed that a rate fault reset could have occurred. Ts recommended programming the atrial flutter response off, to which the physician agreed. Three years and three months later the device was explanted for normal battery depletion. There were no other allegations from the field regarding the function of the device. Initial testing performed by our post market quality assurance laboratory noted a possible performance issue. The device was included in the insignia microcrystal failure mode 2 field advisory and has exhibited behavior of the advisory in the past.